Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Device had no button error alarm. Inspected connector on lcd and no unlock keypad connector. Drive support disk was inspected and no anomaly was noted. Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor and motor passed motor test.pump received with scratched lcd window. Device was received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.